Event description:
The customer stated that they were cleaning the leadscrew with a brush when a small screw which was connected to the driver block broke off. It was conveyed to the customer that a replacement will be sent and for patient to revert back to manual injections per md protocol.